Event description:
A return was received stating that the phaco cassette unit would not stay in the machine. Surgery was not being performed. Another pack was opened and there was no effect on the patient.